Event description:
It was reported by the customer, on (B)(6) 2025 the patient with PICC in place was admitted to the hospital and was found to be oozing medication during infusion. Upon inspection by the charge nurse it was found that there was no catheter present at the puncture point and only the external extension tubing and connector was fixed outside the patient's body. The hospital then inspected the extension tubing decompression sleeve on its own, which may have damaged the decompression sleeve.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break was confirmed. The product returned for evaluation was one 4fr sl groshong nxt catheter. A gross visual inspection of the catheter found that dents were present on the proximal connector locking arms and distal connector. Based on the event description, it is likely that this damage was caused by manipulation by the customer after the reported event. Further inspection of the returned sample found that use residue was present and that no portion of the catheter tubing was visible. The two-piece connector was disassembled and a portion of catheter tubing was found threaded over the proximal connector cannula. The catheter tubing had a complete fracture, occurring away from the tip of the connector cannula. Circumferential deformation of the catheter tubing was observed near the fracture site, such that the tubing had a bowed appearance. The appearance of the deformation likely indicated that the tubing had been bunched up inside the two-piece connector. Inspection of the break site found that the fracture edges were uneven/ jagged and the fracture surface was granular, both features consistent with tensile stress. Based on the available evidence, it is likely that the catheter tubing was bunched up inside the connector, causing weak points and material stress to develop, and eventually propagating into a complete break. Bunching up of the tubing may occur due to excessive force or manipulation of the catheter tubing during threading of the catheter through the distal two-piece connector. This complaint will be recorded for future trending and monitoring purposes.